Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
D10 ¿ concomitant medical product received on: 05mar2020. Investigation ¿ evaluation. It was reported that a coons interventional wire guide was unraveled/uncoiled when the package was opened. This occurred while prepping for the procedure and occurred prior to patient contact. This incident was reported by va medical center, in georgia. Further communication with the user facility clarified that affected device lot# is not available and the date of event is unknown. Another device was placed to complete the procedure. No adverse effects were reported. A review of the complaint history, manufacturing instructions, quality control, and visual inspection, were conducted during the investigation. The complainant returned a coons interventional wire guide for investigation. Physical/visual examination of the returned device showed: the device appears in used condition, there is no biomatter present. Wire guide is bent in one location and there is a section of elongated coils at the distal end of the device. Within the elongated section the inner mandril/wire is broken. Additionally, a document-based investigation evaluation was performed. The risks associated with these devices are acceptable when weighed against the benefits. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The device history record (DHR) review could not completed due to lack of information from the user facility, no lot# was reported. A data base search revealed no additional complaints for the same failure mode. As adequate inspection activities have been established to identify this failure mode, there is no evidence that non-conforming product exists in house or in the field. Based on the information provided, visual inspection of returned product, and results of the investigation, it was concluded that the main cause of the failure is due to component failure unrelated to manufacturing or design deficiencies. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Occupation: ir lab manager. PMA/510(k) #: preamendment. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an unknown patient required a coons interventional wire guide for an unknown procedure. Prior to patient contact, the operator noted the wire was "unraveled/uncoiled". Another similar device was used to complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.